Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 44 mg/dl. Reportedly, paramedics "addressed the low bg"; however, treatment provided was not known. Customer went to the emergency room and subsequently admitted to the hospital. Customer was treated with intravenous saline, resolving the issue with no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer still in hospital at time of report so no release date could be obtained.